Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 ac led indicator blinking account name: (B)(6) union account #: (B)(4) asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8015 unit that the ac led indicator is continously blinking. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: let biomed know that the 24v switching power supply was the cause of his issue. Since unit is still under warranty, recommended to send in unit for repair. Transfer to customer service for a RMA warrany request. Ref:_00d30y0yr._5000l1kvrke:ref